Manufacturer narrative:
Report source: article titled "correlative factor analysis on the complications resulting from cement leakage after percutaneous kyphoplasty in the treatment of osteoporotic vertebral compression fracture", by hu ren, mom, yong shen, md, ying-ze zhang, md, wen-yuan ding, md, jia-xin xu, mom, da-long yang, mom, and jun-ming cao, md. Device not returned; followed up with author.

Event description:
In an article entitled "correlative factor analysis on the complications resulting from cement leakage after percutaneous kyphoplasty in the treatment of osteoporotic vertebral compression fracture", the following event was reported: 71 patients with 171 vertebral compression fractures were treated by percutaneous kyphoplasty. One patient reported chest pain. Consequence was noted as "relieve". No additional information was reported. Note: this article originated from (B) (4), however, kyphoplasty products are not distributed in (B) (4). The reported cement leakage occurred in 17 vertebral bodies and 9 recurrence vertebral fractures in 6 patients are filed in MFR report #2953769-2010-00029.